Event description:
Company causality comment: this non-medically and spontaneous case report received via lawyer/attorney refers to a female plaintiff who had essure (fallopian tube occlusion insert) inserted and experienced pelvic pain, which is a serious event due to medical importance and is anticipated in the reference safety information for essure. Other non-serious event was reported. Pain of varying intensity and length of time may occur and persist following essure placement. Although no information about plaintiff's medical history was provided, given event's nature a causal relationship with the suspect insert cannot be excluded. This case was regarded as incident, since device removal was required. A product technical analysis is expected. Further information is expected through the litigation process.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain") in a female patient who received essure for sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient started essure. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and clinically significant/intervention required) and back pain ("chronic back pain"). The patient was treated with surgery (removal of essure on (B)(6) 2016). At the time of the report, the pelvic pain and back pain outcome was unknown. The reporter considered pelvic pain and back pain to be related to essure. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are known possible undesirable events and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no med dra llt can be provided. Most recent follow-up information incorporated above includes: on 8-mar-2017: quality safety evaluation of ptc company causality comment: this non-medically and spontaneous case report received via lawyer/attorney refers to a female plaintiff who had essure (fallopian tube occlusion insert) inserted and experienced pelvic pain, which is a serious event due to medical importance and is anticipated in the reference safety information for essure. Other non-serious event was reported. Pain of varying intensity and length of time may occur and persist following essure placement. Although no information about plaintiff's medical history was provided, given event's nature a causal relationship with the suspect insert cannot be excluded. This case was regarded as incident, since device removal was required. A product technical analysis is expected. Further information is expected through the litigation process.

Manufacturer narrative:
Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are known possible undesirable events and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no med dra llt can be provided. Most recent follow-up information incorporated above includes: on 8-mar-2017: quality safety evaluation of ptc. Company causality comment: this non-medically and spontaneous case report received via lawyer/attorney refers to a female plaintiff who had essure (fallopian tube occlusion insert) inserted and experienced pelvic pain, which is a serious event due to medical importance and is anticipated in the reference safety information for essure. Other non-serious event was reported. Pain of varying intensity and length of time may occur and persist following essure placement. Although no information about plaintiff's medical history was provided, given event's nature a causal relationship with the suspect insert cannot be excluded. This case was regarded as incident, since device removal was required. A product technical analysis was performed with neither complaint sample nor valid lot number. Thus, a product quality defect could not be confirmed but is considered plausible as it cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Further information is expected through the litigation process.